Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(6). This solicited case, reported by a consumer via a patient support program (psp), concerned a male patient of unknown age, and origin. Medical history included lost kidneys and had kidney transplant, and diabetes type 1. Historical drugs included unspecified insulin for diabetes type 1 since 1972, and novofine 70/30 (as reported) for diabetes type 1. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) cartridge (humulin m 70/30), via humapen ergo ii pen, at unknown dose and frequency, via unspecified route, for treatment of diabetes type 1, beginning from an unknown date in 2020 or 2021 (conflicting information provided). He was using humapen ergo ii pen since six to seven years (improper use). On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, his humapen ergo ii pen was old and broken, as cap that covered the tip of the insulin was fallen off (the place where patient insert needle tip was broken, there was no cap there) (lot number: 1807d04, pc number:(B)(4), however he did not know how this happened (as reported). He used it without the cap, and his blood sugar level was dropping sometimes (exact value, unit and reference range were not provided). His sugar level dropped when he was outside, and loss of consciousness occurred. The event of blood sugar decreased, and loss of consciousness were considered serious by the company due to medically significant reasons. On an unknown date in (B)(6) 2024 or (B)(6) 2024 (conflicting information provided), he received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25), via a pre-filled pen (kwikpen), (B)(6) units at unknown frequency, via unspecified route, for diabetes type 1, however, was prescribed (B)(6) units or (B)(6) units (conflicting information provided). Reportedly, prescribed insulin very little, that was the problem. He did not like insulin lispro protamine suspension 75%/insulin lispro 25% as it was ineffective (lot number: unknown, pc number: (B)(4) and there might be something to lower (as reported). He reported that human insulin isophane suspension 70%/human insulin 30% (reported as humulin) was better because it was lowering the sugar faster. Information regarding corrective treatment, and outcome of the events was not provided. Therapy status of human insulin isophane suspension 70%/human insulin 30% was not ongoing, and therapy status of insulin lispro protamine suspension 75%/insulin lispro 25% was not provided. Follow up would not be requested as there is no consent to contact the reporting consumer and treating physician contact details were not provided. The operator of the kwikpen and humapen ergo ii pen, and his/her training status was not provided. The general kwikpen duration of use was one or one and a half months and general humapen ergo ii pen duration of use was six or seven years and the suspect kwikpen and humapen ergo ii pen duration of use was not provided. The action was taken with the suspect kwikpen and humapen ergo ii pen and their return status were not provided. The reporting consumer did not associate the event of lack of drug effect, and did not provide relatedness of the remaining events with human insulin isophane suspension 70%/human insulin 30% therapy. The reporting consumer did not provide relatedness of the events blood sugar decreased and loss of consciousness with humapen ergo ii pen. The reporting consumer related the event of lack of drug effect, and did not associate the remaining events with human insulin isophane suspension 70%/human insulin 30% therapy, and kwikpen device. Edit 19-dec-2024: upon review of the information received on 10-dec-2024, updated device issue and product information in narrative. No other changes were made to the case. Update 06-jan-2025: information was received from responsible complaint person (rcp) on 03-jan-2025 that contained product complaint numbers (B)(6) (humapen ergo ii pen) and (B)(6) (kwikpen), processed accordingly. Lot number of humapen ergo ii pen was updated from 1807004ce to 1807d04 and description of event loss of consciousness was updated. No new medically significant information was obtained and no changes were made to the case. Edit 07jan2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6)2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: the male patient reported that the patient's humapen ergo ii device "humapen ergo ii pen was old and broken, as cap that covered the tip of the insulin was fallen off (the place where patient insert needle tip was broken, there was no cap there)". The patient experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch 1807d04, manufactured july 2018). Malfunction unknown. A complaint history review and an assessment of the batch complaint profile were conducted with no atypical findings. Additionally, all humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient administered a dose when they felt the device was broken. The core instructions for use include a statement "if any of the parts of your pen appear broken or damaged, do not use. Contact lilly at (B)(6) or your healthcare professional for a replacement pen". Additionally, the patient likely used the device beyond its approved use life. It is unknown if these misuses are relevant to the event of decreased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a male patient of unknown age, and origin. Medical history included lost kidneys and had kidney transplant, and diabetes type 1. Historical drugs included unspecified insulin for diabetes type 1 since 1972, and novofine 70/30 (as reported) for diabetes type 1. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) cartridge (humulin m 70/30), via humapen ergo ii pen, at unknown dose and frequency, via unspecified route, for treatment of diabetes type 1, beginning from an unknown date in 2020 or 2021 (conflicting information provided). He was using humapen ergo ii pen since six to seven years (improper use). On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, his humapen ergo ii pen was old and broken, as cap that covered the tip of the insulin was fallen off (the place where patient insert needle tip was broken, there was no cap there) (lot number: 1807d04, pc number: (B)(4)), however he did not know how this happened (as reported) (improper use). He used it without the cap, and his blood sugar level was dropping sometimes (exact value, unit and reference range were not provided). His sugar level dropped when he was outside, and loss of consciousness occurred. The event of blood sugar decreased, and loss of consciousness were considered serious by the company due to medically significant reasons. On an unknown date in (B)(6)2024 or (B)(6)2024 (conflicting information provided), he received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25), via a pre-filled pen (kwikpen), 50 units at unknown frequency, via unspecified route, for diabetes type 1, however, was prescribed 50 units or 10-10-20 units (conflicting information provided). Reportedly, prescribed insulin very little, that was the problem. He did not like insulin lispro protamine suspension 75%/insulin lispro 25% as it was ineffective (lot number: unknown, pc number: 7790614) and there might be something to lower (as reported). He reported that human insulin isophane suspension 70%/human insulin 30% (reported as humulin) was better because it was lowering the sugar faster. Information regarding corrective treatment, and outcome of the events was not provided. Therapy status of human insulin isophane suspension 70%/human insulin 30% was not ongoing, and therapy status of insulin lispro protamine suspension 75%/insulin lispro 25% was not provided. Follow up would not be requested as there is no consent to contact the reporting consumer and treating physician contact details were not provided. The operator of the kwikpen and humapen ergo ii pen, and his/her training status was not provided. The general kwikpen duration of use was one or one and a half months and general humapen ergo ii pen duration of use was six or seven years and the suspect kwikpen and humapen ergo ii pen duration of use was not provided. The action was taken with the suspect kwikpen and humapen ergo ii pen and return status of suspect kwikpen were not provided. The suspect humapen ergo ii pen was not returned to manufacturer. The reporting consumer did not associate the event of lack of drug effect, and did not provide relatedness of the remaining events with human insulin isophane suspension 70%/human insulin 30% therapy. The reporting consumer did not provide relatedness of the events blood sugar decreased and loss of consciousness with humapen ergo ii pen. The reporting consumer related the event of lack of drug effect, and did not associate the remaining events with human insulin isophane suspension 70%/human insulin 30% therapy, and kwikpen device. Edit 19-dec-2024: upon review of the information received on 10-dec-2024, updated device issue and product information in narrative. No other changes were made to the case. Update 06-jan-2025: information was received from responsible complaint person (rcp) on 03-jan-2025 that contained product complaint numbers (B)(4) (humapen ergo ii pen) and (B)(4) (kwikpen), processed accordingly. Lot number of humapen ergo ii pen was updated from 1807004ce to 1807d04 and description of event loss of consciousness was updated. No new medically significant information was obtained and no changes were made to the case. Edit 07jan2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 03feb2025: additional information received on 30jan2025 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with product complaint (B)(4). Added date of manufacture. Corresponding fields and narrative updated accordingly.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a male patient of unknown age, and origin. Medical history included lost kidneys and had kidney transplant, and diabetes type 1. Historical drugs included unspecified insulin for diabetes type 1 since 1972, and novofine 70/30 (as reported) for diabetes type 1. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) cartridge (humulin m 70/30), via humapen ergo ii pen, at unknown dose and frequency, via unspecified route, for treatment of diabetes type 1, beginning from an unknown date in 2020 or 2021 (conflicting information provided). He was using humapen ergo ii pen since six to seven years (improper use). On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, his humapen ergo ii pen was old and broken, as cap that covered the tip of the insulin was fallen off (the place where patient insert needle tip was broken, there was no cap there) (lot number: 1807d04, pc number: (B)(4)), however he did not know how this happened (as reported) (improper use). He used it without the cap, and his blood sugar level was dropping sometimes (exact value, unit and reference range were not provided). His sugar level dropped when he was outside, and loss of consciousness occurred. The event of blood sugar decreased, and loss of consciousness were considered serious by the company due to medically significant reasons. On an unknown date in (B)(6)2024 or (B)(6)2024 (conflicting information provided), he received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25), via a pre-filled pen (kwikpen), 50 units at unknown frequency, via unspecified route, for diabetes type 1, however, was prescribed 50 units or 10-10-20 units (conflicting information provided). Reportedly, prescribed insulin very little, that was the problem. He did not like insulin lispro protamine suspension 75%/insulin lispro 25% as it was ineffective (lot number: unknown, pc number: 7790614) and there might be something to lower (as reported). He reported that human insulin isophane suspension 70%/human insulin 30% (reported as humulin) was better because it was lowering the sugar faster. Information regarding corrective treatment, and outcome of the events was not provided. Therapy status of human insulin isophane suspension 70%/human insulin 30% was not ongoing, and therapy status of insulin lispro protamine suspension 75%/insulin lispro 25% was not provided. Follow up would not be requested as there is no consent to contact the reporting consumer and treating physician contact details were not provided. The operator of the kwikpen and humapen ergo ii pen, and his/her training status was not provided. The general kwikpen duration of use was one or one and a half months and general humapen ergo ii pen duration of use was six or seven years and the suspect kwikpen and humapen ergo ii pen duration of use was not provided. The action was taken with the suspect kwikpen and humapen ergo ii pen and return status of suspect kwikpen were not provided. The suspect humapen ergo ii pen was not returned to manufacturer. The reporting consumer did not associate the event of lack of drug effect, and did not provide relatedness of the remaining events with human insulin isophane suspension 70%/human insulin 30% therapy. The reporting consumer did not provide relatedness of the events blood sugar decreased and loss of consciousness with humapen ergo ii pen. The reporting consumer related the event of lack of drug effect, and did not associate the remaining events with human insulin isophane suspension 70%/human insulin 30% therapy, and kwikpen device. Edit 19-dec-2024: upon review of the information received on 10-dec-2024, updated device issue and product information in narrative. No other changes were made to the case. Update 06-jan-2025: information was received from responsible complaint person (rcp) on (B)(6)2025 that contained product complaint numbers (B)(4) (humapen ergo ii pen) and (B)(4) (kwikpen), processed accordingly. Lot number of humapen ergo ii pen was updated from 1807004ce to 1807d04 and description of event loss of consciousness was updated. No new medically significant information was obtained and no changes were made to the case. Edit 07jan2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 03feb2025: additional information received on 30jan2025 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with product complaint (B)(4). Added date of manufacture. Corresponding fields and narrative updated accordingly. Update 28feb2025: additional information received on 25feb2025 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6)2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: the male patient reported that the patient's humapen ergo ii device "humapen ergo ii pen was old and broken, as cap that covered the tip of the insulin was fallen off (the place where patient insert needle tip was broken, there was no cap there)". The patient experienced decreased blood glucose and loss of consciousness. The device was not returned to the manufacturer for investigation (batch 1807d04, manufactured july 2018). Malfunction unknown. A complaint history review and an assessment of the batch complaint profile were conducted with no atypical findings. Additionally, all humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient administered a dose when they felt the device was broken. The core instructions for use include a statement "if any of the parts of your pen appear broken or damaged, do not use. Contact lilly at (B)(6) or your healthcare professional for a replacement pen". Additionally, the patient likely used the device beyond its approved use life. It is unknown if these misuses are relevant to the event of decreased blood glucose.